Event description:
On (B)(6) 2012, the patient's father contacted animas alleging an issue with the pump's insulin on board calculation when delivering a combo bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4): using the patient's settings, a combination bolus was performed during testing with the resulting insulin on board amount calculated correctly. An ez-carb function was performed using the patient's setting and the pump correctly calculated the bolus amount. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to duplicate the complaint.